Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and fluoroscopy guidance. A 35mm watchman flx pro closure device implanted. The device was deployed without recaptures and was released after meeting release criteria. At the routine 45-day follow-up computed tomography (CT), it was noted that the closure device had migrated from its original position within the laa and was sitting at the ostium of the laa. The patient was brought back to the cardiac catheterization lab for percutaneous retrieval of the watchman device. The device was successfully retrieved, and a non-boston scientific (bsc) laa closure device was subsequently implanted. The patient is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350, batch # 0036907595. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (additional device required). Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) and fluoroscopy guidance. A 35mm watchman flx pro closure device implanted. The device was deployed without recaptures and was released after meeting release criteria. At the routine 45-day follow-up computed tomography (CT), it was noted that the closure device had migrated from its original position within the laa and was sitting at the ostium of the laa. The patient was brought back to the cardiac catheterization lab for percutaneous retrieval of the watchman device. The device was successfully retrieved, and a non-boston scientific (bsc) laa closure device was subsequently implanted. The patient is expected to fully recover.